Event description:
Un-reporting rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rash on left thigh and right shin, and gained 10lbs" not related to the device. Patient later reported implant migration "towards the armpits", capsulectomy, and a possible rupture. This record is for left side. The device remains implanted.